Event description:
It was reported that a lead integrity alert was triggered for the patient's right ventricular (rv) lead. The lead exhibited high impedance and was unable to stimulate the patient on the rv channel. The lead contains a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) analysis of the device memory indicated the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning 2015 (B)(6), 449 ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks. On 2015 (B)(6), rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range. Rv lead integrity warning occurred on 2015 (B)(6) for 2 or more high rate non-sustained episodes and sic greater than 30 in 3 days.